Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer experienced elevated blood glucose levels (>600 mg/dl). Troubleshooting was performed and pump passed delivery system check. Customer changes cartridge and infusion set every 3 days.